Event description:
It was reported that a patient with a 25mm 7300tfx mitral valve, underwent a valve-in-valve after an implant duration of 9 years, 8 months due to degeneration, leaflets motion restricted, severe mitral valve stenosis. The patient presented with acute on chronic heart failure and cardiogenic shock. The patient underwent an tmvr with bi-leaflet lampoon procedure with a 26mm 9750tfx valve and iabp placement. On pod #3, the patient was discharged home.

Manufacturer narrative:
H10: additional manufacturer narrative: updated sections: b5, b7, d4 (expiration date), g3, g6, h2, h4, h6. The device history record (DHR) review was completed and there were two non-conformances found related to this serial number. However, the valve was re-worked to completion, passing all inspections. Tissue degeneration-related structural deterioration, either calcific or non-calcific, are common chronic failure modes for this type of bioprosthetic heart valve. Operational mechanical stress and biological factors are generally believed to be the major contributors to the non-calcific bioprosthetic tissue degeneration. Structural valve deterioration (svd) can, and typically does, lead to chronic central leaks over a period of time. Svd is the most common reason for bioprosthesis explant and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Degeneration-related structural deterioration is most commonly related to patient factors and is not usually an indication of a device malfunction related to a manufacturing deficiency. The instructions for use (IFU) have been reviewed and no inadequacies have been identified with regard to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported type of event is included in the IFU. The most likely cause is patient factors, including a history of hyperlipidemia (hld).

Event description:
It was reported that a patient with a 25mm 7300tfx mitral valve, has been placed under consideration for a valve-in-valve after an implant duration of 9 years, 8 months due to unknown reason.

Manufacturer narrative:
H10: additional manufacturer narrative: the subject device is not available for evaluation, as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.